Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system were unable to be tracked by the emitter. The surgeon opted to complete the procedure without the use of the navigation system. The reported issue occurred while navigating and the surgeon reported that they were finished with navigation when the reported issue occurred. The medtronic representative reported that functionality of the emitter was passing when the cable was draped over the emitter arm. The reported issue would occur when the emitter was freely hanging and not resting in the cradle. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: product, unique device identification (UDI) and related fields updated to proper value.